Manufacturer narrative:
(B) (4).

Event description:
It was reported that a catheter micro-tear was suspected; not yet confirmed. The pt recently had rods implanted in the back and the hcp suspected that they may have damaged the catheter during placement. The hcp planned to perform an indium study to confirm. Additional info has been requested, a follow-up report will be sent if additional info becomes available.